Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. Customer blood glucose level was unknown. Customer also stated that the insulin pump had pump error a broken force sensor was detected during seating or regular delivery. The device will be returned of analysis.

Manufacturer narrative:
Device received with constant critical pump error alarm and unable to download due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to constant critical pump error alarm.